Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was showing far field over sensing of the right ventricular (rv) lead signals on the right atrial (ra) lead channel. This was causing inappropriate atrial tachy response episodes. Different programming options were discussed to avoid the observed issue. The pacemaker remains in service. No adverse patient effects were reported.